Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was believed the cardiomems had migrated and caused the occlusion.

Event description:
Based on timing, the cause of the left pulmonary artery occlusion and related patient chest pain were assessed as related to the cardiomems sensor.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. An angiogram on (B)(6) 2021, revealed occlusion of the left pulmonary artery branch. The cause of the occlusion was not known.